Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11171. It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead was dislodged. It was further noted that the patient's right ventricular lead was exhibiting noise over-sensing. Both leads were extracted, and the right ventricular lead was replaced. The patient was stable.